Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an unknown cup was reported. The event was not confirmed. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. Further information such as pre-and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient's hip was revised due to the cup being vertical.

Event description:
It was reported that the patient's hip was revised due to the cup being vertical.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.